Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the sensor cannula broke off inside the body. The customer's blood glucose was unknown. The product will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used. No broken parts were observed during analysis. Customer did not return insertion needle.